Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which the tip of a denali mini screw inserter sheared and was left in the screw inside the patient. Surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Upon review of the subject device, it was observed that the tip fractured immediately distal to the male hexalobe feature. The driver tip fracture surface indicates fatigue failure. Over torque or misalignment could have contributed to eventual driver tip failure. However, no specific cause could be confirmed for this event.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which the tip of a denali mini screw inserter sheared and was left in the screw inside the patient. Surgery took place (B)(6) 2018.